Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture cut needle driver instrument had an exposed wire. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.